Event description:
During a report for a low drain volume alarm that originated in (B)(6), the daughter of the patient stated that the patient currently has peritonitis. When additional information becomes available, a follow up report will be submitted.

Event description:
During routine testing of the device at the service center, the service technician reported that the wires of the venous probe were exposed. The monitor was originally returned to the service center due to continuous beeping and an erratic display when the exposed wires were found. Since this event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
(B)(4). The following additional information was obtained from the patient?s nurse: the patient had gotten peritonitis on (B)(6), 2010. The nurse would not provide information on how the peritonitis was contracted due to confidentiality reasons. The nurse did however say that peritonitis was not related to the device or the drugs. The patient was not connected to the cycler when this incident occurred and it was confirmed that there were no disconnections or leaks with the disposables. The peritonitis was resolved on (B)(6), 2010.

Manufacturer narrative:
(B)(4).as the patient discarded supplies after each therapy, the sample was not requested. It is unknown what product code the patient was using and therefore, the 510(k) entry field is left blank.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported condition. The root cause investigation is in progress. Based on the information obtained during baxter's investigation, the cause of this incident was unknown.